Event description:
It was reported that pump experienced malfunction alarm with code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if issue returned, and caller acknowledged understanding of these instructions.